Manufacturer narrative:
Method: (film evaluation)., results: patient¿s condition affected effectiveness of device (conical and calcified neck). Conclusions: device failure related to patient condition (conical and calcified neck).

Event description:
Review of pre-implant cta show a straight neck which is calcified; especially along the posterior neck. The neck is conical shaped, ranging from 25 to 32mm in diameter. The 5.7cm max aaa diameter is filled with thrombus (2.5cm flow lumen), and the distal aorta is small (13 x 15mm ID) and very calcified. The iliac arteries are also very calcified. Images intra-operative and post-implant were not provided; the reported proximal type I endoleak could not be assessed. It is possible that the conical and calcified neck may have contributed.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Reverse conical aortic neck. It was reported that intra-operatively, a slow proximal type I endoleak was noted after stent graft implant. The stent graft was ballooned; however, the endoleak did not resolve. The patient will be re-imaged in one month. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Reverse conical neck) evaluation codes, conclusions: reverse conical neck.